Manufacturer narrative:
Date of event: estimated as (B)(6) 2020 based on literature article being accepted 02/26/2020. Literature citation: wayne h. Miller, md, sandhya dhruvakumar, md, mina c. Owlia, md, greg r. D'onofrio, md, david hsi, md. Late presentation of pulmonary artery-left atrial appendage fistula formation after left atrial appendage device closure. J am coll cardiol case rep 2020;2:814-8.

Event description:
It was reported that a fistula occurred. A left atrial appendage (laa) closure procedure was performed. A 27mm watchman flx laa closure device with delivery system (wds) was used. The procedure was completed successfully. Post procedurally a small de novo septal defect was observed at the transseptal puncture site. The patient was discharged with a prescription for 45 days of anticoagulants. 45 days post procedure transesophageal echocardiogram (tee) was used to visualize the closure device which had retained its original position. Two peri device leaks were noted measuring less than 5mm each. A fistula track was revealed between the laa and the main pulmonary artery. Apixaban 5mg bid was stopped but use of aspirin 81mg and clopidogrel 75mg were continued. Four months post procedure a tee showed the peri device leaks were no longer present and the fistula had reduced in size. Doppler gradient across the orifice measured 1 mm hg and shunt ration was normal at 1.0. Antiplatelet therapy was discontinued. The patient remained hemodynamically stable and a follow up tee is scheduled in 1 to 3 months.

Manufacturer narrative:
B3 date of event - estimated as 01/01/2020 based on literature article being accepted 02/26/2020. Literature citation: wayne h. Miller, md, sandhya dhruvakumar, md, mina c. Owlia, md, greg r. D'onofrio, md, david hsi, md. Late presentation of pulmonary artery-left atrial appendage fistula formation after left atrial appendage device closure. J am coll cardiol case rep 2020;2:814-8.

Event description:
It was reported that a fistula occurred. A left atrial appendage (laa) closure procedure was performed. A 27mm watchman flx laa closure device with delivery system (wds) was used. The procedure was completed successfully. Post procedurally a small de novo septal defect was observed at the transeptal puncture site. The patient was discharged with a prescription for 45 days of anticoagulants. 45 days post procedure transesophageal echocardiogram (tee) was used to visualize the closure device which had retained its original position. Two peri device leaks were noted measuring less than 5mm each. A fistula track was revealed between the laa and the main pulmonary artery. Apixaban 5mg bid was stopped but use of aspirin 81mg and clopidogrel 75mg were continued. Four months post procedure a tee showed the peri device leaks were no longer present and the fistula had reduced in size. Doppler gradient across the orifice measured 1 mm hg and shunt ration was normal at 1.0. Antiplatelet therapy was discontinued. The patient remained hemodynamically stable and a follow up tee is scheduled in 1 to 3 months. It was previously reported the laa closure procedure took place with a watchman flx laa closure device with delivery system (wds). It is further reported the procedure took place with a watchman laa closure device with delivery system (wds).